Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jul2019. The customer was provided part number. The customer ordered the part (o2 flow sensor) and the unit now functions without issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer stated that there was an o2 flow issue during start up. The event date was not specified, estimate used.